Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The device received a returned instrument testing evaluation (rite), which included functional and electrical testing of the device, and the device failed the manual volumetric accuracy test. The service history review revealed a previous service event of the door piston foam being replaced. Upon completion of the investigation, the cause of the reported problem was identified to be deteriorated piston foam. The piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.